Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/17/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events infection, neurological symptoms and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, neurological symptoms and lump/nodule.

Event description:
Patient reported a right side reoperation due to a "breast infection." The patient then reported having "a lump or thickening in or near the breast or in the underarm area." The patient additionally reported having a neurological disease, specified as "comlex migrains, tia." Surgical reoperation has occurred. Device has been explanted and replaced.